Event description:
I walked up to my daughter's room, standing in the doorway -- I see my daughter shaking, kicking both legs, moving both arms up and down, out of breath like she had been running a long way. My daughter is still on baclofen after four years of worsening condition. Use of medication (errors that can be prevented. Unexpected side effects, and adverse events. The medical staff ran into the room, turn the call button off, walked out just as quick as she walked in, quality problems such as products not working properly, or has defect. Waking up from a coma, not able to clearly say words, the jerking is seriously getting worse.